Manufacturer narrative:
Concomitant product: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient had their implanted device relocated from their lower back to their abdominal region in (B)(6) 2013. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).